Event description:
On 5/15/95 an ipp device was implanted. On 3/21/96 the left cylinder was revised. On 11/14/96 the right cylinder and reservoir were removed from the pt and replaced due to erosion and fluid loss of the right cylinder.